Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure, the device's switch buttons are activating intermittently and then stop activating. A reprocessed device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary - the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the device.